Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of hemorrhage and hypotension, as listed in the jostent graftmaster instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the graftmaster was used to treat the left renal artery. It should be noted that the otw graftmaster IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present.

Event description:
It was reported that post a motor vehicle accident, a transection of the left renal artery occurred. A 3.0x19mm graftmaster was felt to be successfully implanted, resolving the hemorrhage; however, the patient reported pain and remained unstable with labile blood pressures. The patient was initially treated with a blood transfusion, but remained unstable and was taken back to interventional radiology, where extravasation was seen from the area of the implanted graftmaster. Coil embolization was performed, resolving the event. The patient was returned to the intensive care unit, hemodynamically stable. There was no additional information provided.